Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch where it was reported the product leaked. There was patient involvement, but no patient harm reported.